Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during cine run play back. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of cine hang up and processing issues. The fse determined the cause of the problem to be the system interface board. The customer replaced the system interface pcb to resolve the issue. The fse verified system. The system interface pcb serves as an interface between the sbcs and other system components, such as the cine bridge pcb and cine hard drive. If a component on the sib fails it could cause issues with the cine communications. Based on age of the system, manufactured in 2002, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.